Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states "tubing leaked and blood loss occurred. Maintenance fluids were running; discovered when nurse entered the room and saw blood on the floor, saturated half of a towel, the patient was asymptomatic, the tubing was changed."

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
(B)(4). One model c20022 and 1 model mz5303 were returned. The customer¿s report of a leak was confirmed on model c20022; however the leak was not confirmed on model mz5303. Visual inspection of the female luer on model c20022 noted two cracks; 15.6 mm and 11.3 mm in length. Functional testing confirmed the leak from the cracked luer. Visual and functional testing performed on model mz5303 produced no leaks, damage or anomalies. The root cause of the leak was determined to be the cracks in the female luer. The origin of the crack was not identified.